Event description:
On 11/26/97 pt had catheter put it with no evident problems. She was then discharged to rehab hosp. On 11/28/97 she returned hosp. On 11/28/97 she returned to hospital with fever. On 11/29/97 it was found that the connector was apart and catheter disconnected from it. Upon x-ray, catheter was noted to be in left arrival and pt was taken to cardiac cath lab where the catheter are retrieved.